Manufacturer narrative:
Date of event: used (B)(6) 2019, the first day of the month of the approximated event date.

Event description:
Medwatch report number: 2400040000-2019-8015. It was reported that catheter stuck on guidewire and tip detachment occurred. The target lesion was located in the left upper extremity. After a non-bsc guide wire and a 8fr non-bsc introducer sheath was inserted, an angiojet zelantedvt catheter was advanced for treatment. However, during procedure, it was noted that the catheter was stuck on the wire and the distal end of the catheter came apart. No patient complications were reported.